Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.4, retest 1 inratio: 4.2, retest 2 inratio: 1.6. Comparison done within 30 minutes. Pt's target therapeutic range is 2 - 3.

Manufacturer narrative:
Investigation pending.